Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a coronary procedure. The procedure was completed by using cine- exposure to capture instead of fluro store. It was reported to philips that flouro store works intermittently. Review of the logfile shows flouro store works intermittently. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that an issue in fluro pedal was still being used when the fluro save button was being pressed causing an image grab instead of a 30sec run save and determines it to be a user error. To resolve the issue, the fse observed the system to check if the issue returns or not and found no issue with the system. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system failed fluoro store. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.